Manufacturer narrative:
Added h6 (b) types of investigation 3331, 4121, and 4110; and (d) investigation conclusion 22 known inherent risk of device.

Event description:
Lint issues.

Manufacturer narrative:
It was reported that there are lint issues with the blue towels. No adverse event. The towel soaks in the saline that drips onto the sterile drape over the patient. The towel becomes damp over time as the fluid accumulates. As the towel gets wet, it sheds lint. The lint transfers to the doctors and techs gloves and then then onto the catheters. Occurs on a daily basis. There were no reports of death, serious injury, medical intervention, or follow up care.